Event description:
Three blockage of the subject programmer were reported with the following error messages: "canceling operation", "programming head initialized correctly" and "please, wait. It is recovering the data. Don't turn off the programmer". In all the cases, the message was displayed during 20 minutes and the programmer didn't response. It was therefore necessary to unplug the programmer. Preliminary analysis showed that this behavior was most certainly related to a well know resynchronization issue.

Manufacturer narrative:
.

Event description:
Three blockage of the subject programmer were reported with the following error messages: "canceling operation", "programming head initialized correctly" and "please, wait. It is recovering the data. Don't turn off the programmer". In all the cases, the message was displayed during 20 minutes and the programmer didn't response. It was therefore necessary to unplug the programmer. Preliminary analysis showed that this behavior was most certainly related to a well know resynchronization issue.